Event description:
The depuy mitek rep. Reports that a mitek offset guide became bent during a case causing the guide wire and tunnels not to be in the proper position for graft, femoral offset guide placed tunnel too anterior. Pt can not straighten leg to full extension and re-vistation surgery is expected as remedial action.